Event description:
A trilliant surgical sales representative called sales support to report that a 67-year-old male patient developed an infection three (3) weeks post-operatively at the site of a bunion repair. Doctor 1 performed an akin bunionectomy on (B)(6) 2019 utilizing two (2) 2.4mm x 18mm tiger cannulated screws (200-24-018). Removal of the implanted 2.4mm x 18mm tiger cannulated screws (200-24-018) occurred on (B)(6) 2019. The infection was severe enough that the proximal phalanx was extracted from the patient and replaced with antibiotic beads. According to the sales representative, the 2.4mm x 18mm tiger cannulated screws are in great condition and the source of the infection is unknown, however, cultures are being run to identify the strain of bacteria that caused the infection. One (1) 2.4mm x 18mm tiger cannulated screw (200-24-018) was removed from the extracted bone and will be returned to corporate for review, while the second 2.4mm x 18mm tiger cannulated screw remains in the bone. Note: biologics were not used in this case. The patient has diabetic neuropathy.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-10 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) is unknown. The event is considered to be the onset of infection. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Lot # and unique identifier (UDI) # (d4) could not be confirmed. See below for possibilities. 6. Reprocessor name and address (d9) n/a to this report. 7. Concomitant medical products and therapy dates (d11) not reported. 8. As a result of item 5 above, device manufacture date (h4) could not be confirmed. See below for possibilities. 9. Section h9 n/a to this report. 10. No files attached to this report. Corrected information provided in follow-up submission: b5 - description of event or problem was edited to not identify any physician or institution by name. D2 - common device name corrected, product code was correct in initial submission. D3 - fax number added. D4 - model #, catalog #, serial #, lot #. D5 - operator of device corrected to patient/lay user as the patient was the operator of the device when the event (infection) occurred. D10 - returned to manufacturer date corrected. Section f n/a to this report. G1, g2 - fax number added. G3 - health professional and distributor selected, while company representative is deleted. H10 - corrected data. Additional information provided in follow-up submission: g1 - name, email, telephone updated as different personnel is submitting the follow-up submission than submitted the initial submission. H10 - additional manufacturer narrative. Additional investigation conducted 03/20/2020: lot numbers were identified for the part involved in this event: 2.4mm x 18mm tiger cannulated screw (200-24-018). The corresponding device history records (dhrs) were reviewed for any significant events (i.e. Nonconformances (ncrs), reworks (rwks), deviations) that may correlate to the reported event. Lot tsl001368: UDI (B)(4), manufactured 07/16/2014. Lot tsl000500: UDI (B)(4), manufactured 10/23/2013. No adverse events were identified. As a result of the DHR review, it is concluded that there are no identified issues correlating to the reported event.

Manufacturer narrative:
An event was reported where two tiger cannulated screws were removed due to a patient developing an infection 3 weeks after implantation. It was identified in the case report that cultures were being run to determine the strain of bacteria causing the infection, however, no data has been provided to trilliant surgical at this time regarding this testing. One of the two screws was returned to trilliant surgical for evaluation. Lot numbers were not known for either screw. The returned screw was visually reviewed and found to be in good condition, as reported in the event description. There were no details in the event description which implied the screw malfunctioned or did not meet surgical expectations. The complaints log was reviewed and this is the only complaint received for infection associated with the tiger cannulated screw system. An isolated root cause for the infection was not able to be determined.

Event description:
(B)(4), our trilliant sales representative, called sales support to report that a (B)(6) male patient developed an infection 3 weeks post-operatively at the site of a bunion repair. Dr. (B)(6) performed an akin bunionectomy on (B)(6) 2019 utilizing two 200-24-018 tiger screws. Removal of the implanted 200-24-018 tiger screws occurred on (B)(6) 2019. The infection was severe enough that the proximal phalanx was extracted from the patient and replaced with antibiotic beads. According to (B)(4), the tiger screws are in great condition and the source of the infection is unknown, however; cultures are being run to identify the strain of bacteria that caused the infection. One 200-24-018 tiger screw was removed from the extracted bone and will be returned to corporate for review, while the second tiger screw remains in the bone. Note: biologics were not used in this case. The patient has diabetic neuropathy.